Manufacturer narrative:
Investigation: received 2 stopcock valves with 2 q-syte (top body only) connected (bonded) to one their ports and 1 q-syte (full assembly) connected (bonded) to an extension set along with a 10ml saline filled syringe. Visual examination of units 1 and 3 show no damaged on the septum top disk. Unit 2 showed tears on the slit of the septum top disk. The units received for evaluation did not display any adverse characteristics that would contribute to the defect the customer experienced, and no evidence of the failure described in the event description was detected. The damage observed on the slit of the septum (unit 2) is normally attributed to incorrect usage or excessive actuations. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the manifold/red/2cq experienced clogging/blocking and flow issues during use. The following information was provided by the initial reporter: the line was occluded during priming saline and heparin.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the manifold/red/2cq experienced clogging/blocking and flow issues during use. The following information was provided by the initial reporter: the line was occluded during priming saline and heparin.